Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Reportedly the cause was unknown, however customer indicated it could be related to hormones. The customer declined to provide additional information regarding the issue.